Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low glucose result for one patient from accu-chek inform ii meter serial number (B)(4). The result at 15:00 from a fingerstick was 28 mg/dl. At 15:02 the result from a fingerstick was 207 mg/dl the staff thought the result of 207 mg/dl was more consistent with how the patient was feeling and the patient's normal range of 170 mg/dl-200 mg/dl. No treatment was given and the patient was not adversely affected. The patient's current status was listed as okay. The suspect strips were requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
As no product was returned for further investigation, a specific root cause could not be determined. There was no information provided in the complaint that would point to a cause for the result discrepancy. Possible causes include residual of water or disinfectant on the skin that could dilute the drop of blood and lead to incorrect results or impaired peripheral circulation due to severe dehydration as a result of diabetic ketoacidosis or due to hyperglycaemic hyperosmolar non-ketotic syndrome, hypotension, shock, decompensated heart failure nyha class IV, or peripheral arterial occlusive disease. Other possible causes include patient's medical conditions or medications that could have influenced the results.